Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 48/42 code h on an unknown side (exact date not reported). The patient was revised on (B)(6) 2016 due to cyst, pain and metallosis.

Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Event summary: it is reported that there was a revision of a durom cup due to adverse reaction to metal debris (armd). The components were implanted on (B)(6) 2004 and revised on (B)(6) 2016. Review of received data: - surgical report of revision dated (B)(6) 2016 was received for investigation in french and was translated in-house. The report can be summarized as follows: the report states as diagnosis an inflammatory reaction type armd after total hip arthroplasty on the left side with durom-cls implants and with reconstruction of gluteus performed on (B)(6) 2004. Additionally, a slight gluteal partial disintegration with fatty atrophy and patient obesity ((B)(6)) are reported. In the surgical notes following observations are reported: a cyst of metallosis passing through the muscles of the gluteus medius as well as the anterior joint capsule is found. The gluteus medius has a large fatty degeneration and there is a partial disintegration of its tendon. After opening of the joint capsule and aspiration of intra-articular fluid, many deposits of necrotic tissue due to metallosis are present. The entire hypertrophic part of the capsule is excised. After dislocation the cup is removed easily without loss of bone. Reaming of the acetabulum and implantation of the new components is performed. As postoperative evolution/ complication it is stated that the patient showed paralysis of the foot lifters with insensitivity of the 2nd interdigital space on the left foot, corresponding to a lesion of the deep peroneal nerve. The superficial peroneal muscle functions. It is reported that since this paralysis was not present a few hours after the surgery, it is thought that it was due to the position assumed in the night after the surgery. Devices analysis: - the durom cup shows damage from the revision surgery such as nicks, coarse scratches and tool marks. On the anchoring side remains of bone attachment are visible. A small polished area is visible on the porous coating of the durom cup. On the articulation side of the durom cup numerous fine and few coarse scratches are visible. On approximately half of the articulation surface the fine scratches seem to be denser. In one area these parallel scratches extend slightly over the bevel of the spherical calotte. In the as-received condition the metasul head and the head adapter were still assembled. For further investigation the parts were disassembled using the adapter extractor. The articulation surface of the metasul ldh head shows numerous fine scratches, coarse scratches and some isolated nicks. The latter two probably derive from revision surgery. An area with parallel dense scratches forming a line can be observed at approximately 45°. Nothing conspicuous can be observed on the head taper. On the inner surface of the head adapter surface changes due to fretting corrosion were found in the contact area. In one region of the latter the unchanged original structure is still visible. One mark can be observed in the proximal region of the contact area. The reason for the mark stays unknown. Except for some organic deposits the outer surface of the head adapter is inconspicuous. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: according to the received information the implants were revised after approximately 12 years and 2 months in vivo due to armd. In the surgical notes it is reported that the patient has a slight gluteal partial disintegration with fatty atrophy and is obese ((B)(6)). It is also reported that a cyst of metallosis and many deposits of necrotic tissue were found during revision. The examination of the received components showed remains of bone attachment and a slightly polished area on the anchoring side of the cup. The scratches observed on the cup rim and the scratches seen on the head could probably point to a subluxation situation. The head adapter exhibits surface changes due to fretting corrosion on the inner surface. The reason for these phenomena remains unknown. Conclusion summary: based on the device examination and the information at hand it can only be assumed that the reported armd could possibly be attributed to the phenomena seen on the inner surface of the head adapter. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. (B)(4).